Event description:
The customer reported that there was a technical error(blue error) on speaker. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. It was found that the speaker was defective. The customer agreed to order a new speaker and will do the repair. The replacement speaker assembly was sent to the customer's facility.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). Customer ordered a replacement speaker and will do the repair.